Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during a phacoemulsification (phaco) and intraocular lens (iol) implant procedure, the iol was incorrectly positioned in the narrow part of the cartridge, which led to pinching and detachment of the haptic element from the optical part of the iol as it exited the cartridge. This was discovered in the capsular bag. The lens with the detached haptic was explanted, and an identical iol was implanted. The surgery was completed without complications. The temperature conditions for storing and using the ovd and the iol were maintained. Additional information has been requested and received stating in the surgeon's opinion the surgeon believed the issue was with the lens. Surgeon considered that suspect lens was less durable than other model of same company lens and that problems with it occur more frequently. Lens was replaced immediately during the surgery with a similar lens available at the clinic.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A surgeon reported during a phacoemulsification (phaco) and intraocular lens (iol) implant procedure, the iol was incorrectly positioned in the narrow part of the cartridge, which led to pinching and detachment of the haptic element from the optical part of the iol as it exited the cartridge. This was discovered in the capsular bag. The lens with the detached haptic was explanted, and an identical iol was implanted. The surgery was completed without complications. The temperature conditions for storing and using the ovd and the iol were maintained. Additional information has been requested and received stating in the surgeon's opinion the surgeon believed the issue was with the lens. Surgeon considered that suspect lens was less durable than other model of same company lens and that problems with it occur more frequently. Lens was replaced immediately during the surgery with a similar lens available at the clinic. Customer technical inquiries: none received - no technical inquiries were received from the customer. Reported product evaluation: results - a sample was not received at the manufacturing site for evaluation for the report of damaged lens; therefore, the condition of the product could not be verified. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a packaging for the iol product line. The reported issue was not confirmed. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the com the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.